Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 5381237: 1. Visual inspection as per 4a02052 quality specification catheter.docx, version 4. 10 samples visually inspected and no damages or bent. 2. 4802011, flow test on customer complaints (pruebas de flujo en quejas del cliente) version 10. 10 reference samples meet the criteria of minimum 80ml/minute. Values/flow test: p1.- 270; p2.- 320; p3.- 240; p4.- 300; p5.- 290; p6.- 305; p7.- 330; p8.- 330; p9.- 298; p10.-280.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced high blood glucose level of 600mg/dl and went to the emergency room (ER) and/or was hospitalized due to bent cannula on (B)(6) 2024. The customer was using the pump and related supplies for insulin therapy when the issue occurred. The customer used insulin aspart. The health care professional (hcp) identified ketone level as dangerous/life threatening. The customer resolved their blood glucose issue by injected glucagon injection. During hospitalization, the patient received saline and insulin as corrective treatment. Furthermore, the patient discharged on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.